Event description:
It was reported that the implant at tooth site #22 was removed due to infection & bone loss. Implant #22 with a parulis on the facial. Radiographic exam: tooth #22 with vertical bone loss. The implant at site #22 was removed and grafted on (B)(6) 2025. He will return after 4 months of healing for delayed implant placement.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: email unknown / not provided.

Event description:
No further event information available at the time of this report.